Event description:
I have used poligrip for over 15 years. I started using it in 1994 or 1995. I use approx 1 tube a week. In (B) (6) 2007, I started feeling a tingling sensation in my fingers and toes. My arms, hands, legs and feet became numb. Over the next 6 months, I lost the ability to walk without assistance. I am now confined to a wheelchair and have been for 2 years. I have been diagnosed with neuropathy by 2 neurologists. Several blood tests have indicated low cooper levels. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: use daily, route: po. Dates of use: (B) (6) 2000 - (B) (6) 2010; (B) (6) 1995 - (B) (6) 2000. Diagnosis: denture adhesive cream. Event abated: no.

Event description:
Elastomeric pump for continuous infusion of 5fu was connected to patient via central line to be infused over 72 hours. Pt called ~33 hours later to say that pump appeared empty. Patient went to another hospital for a nurse to check. This nurse reported that pump did appear empty. Patient was disconnected. Elastomeric pump was determined to be a 5ml per hour pump vs the intended 2ml per hour pump, thus 5fu infused much quicker than anticipated as well as more milligrams infused than ordered. Our facility is concerned that the device labeling is not prominent enough. We have instituted a 2 nurse check of the rate.

Event description:
On (B) (6) 2009, the facility?s technician reported to baxter global technical services that on (B) (6) 2009 one colleague cx triple channel volumetric infusion pump in which failure code 16:336:936:0000 occurred with no audible alarm. The reported condition occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 16:336:936:0000 occurred with no audible alarm was confirmed but not duplicated. The reported condition was due to fluid intrusion on (B) (4) pcb component u2, r1 & c8. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)

Manufacturer narrative:
The reported condition of no audible alarm was originally reported in complaint: (B) (4), report number:6000001-2009-01239. (B) (4)

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)